Event description:
Olympus (omsc) was informed by the nurse at the user facility that the facility tried to clean the circulation port mesh filter of the automatic endoscope reprocessor machine, a white foreign substance was confirmed. The facility staff decided that it was a temporary matter and continued to use it. However, the facility reported the issue the next day when the same white foreign matter was found on the circulation port mesh filter. It was reported that the facility cleans the filters every morning. No health hazard has occurred. There are two events related to this aer. This report is being submitted for the event that occurred on (B)(6) 2022. The 2nd event is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, device evaluation and correction to operator of device. The device evaluation confirmed the foreign material present in the device. No further issues were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was similar to the components of acrylic acid. The foreign material may be derived from lotion which is predominantly composed of acrylic acid, gel with high absorbency, or acrylic resin. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "precleaning of the endoscope is required before cleaning the endoscope with this device. Immediately after the end of procedure, please perform from bedside cleaning to the outer surface cleaning of the main cleaning at least, brushing around the forceps elevator and the suction channel, and even cleaning the buttons. Operation with a large amount of stain adhering to the endoscope without pre-cleaning may lead to insufficient reprocessing of the endoscope, or stain accumulated inside the device could interfere with operation of the device.¿ olympus will continue to monitor field performance for this device.